Event description:
It was reported by service report that the bed is having hi/low problems. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Conclusion: the field service tech has been unresponsive to requests for further info, so the position the bed was found in is unk. However, it is known, the cpu board failures can cause the bed to become stuck in a position not suitable to emergency medical intervention/CPR.